Manufacturer narrative:
(B)(4). Birth: (B)(6). Concomitant medical products: 00598005702, 63117084, stemmed tibial component precoat size 8 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten 00595001701, 64086792, femoral component precoat size g left. Report source: foreign country : (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00789.

Event description:
It was reported that during left knee surgery, the inlay on the tibial tray could not be set correctly; it could not be securely fixed. The surgery was completed with a second device. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/ provided pictures shows that the dovetail feature exhibits damage (flared out and compressed). The distal surface exhibits damage in various areas. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in (nexgen cr-flex fixed bearing knee surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.